Manufacturer narrative:
On 07/10/18, it was reported to mentor that the device evaluation and investigation have been completed. The device was received with no fluid. A rent measuring approximately 0.4 cm was observed within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior and extending to posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record (DHR) of lot number 5714809 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the patient had fully recovered after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 325cc, serial number (B)(4), catalog number 3542650, lot number 5714809. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 275cc on the left breast implant and with saline mentor siltex round moderate profile 325cc on the right breast implant and experienced deflation on the left breast implant. The deflation on the left breast implant was confirmed by physical exam by the healthcare professional. The right breast implant was not affected. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 325cc on the left breast implant and with gel mentor memorygel breast implant 425cc on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device history record (DHR) of lot number 5714809 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).